Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 8 hours; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate and continued to use the pump for insulin therapy. Customer's blood glucose level ranged from 385 mg/dl to 444 mg/dl.